Manufacturer narrative:
Batch review performed on 18 march 2015: lot 135442: (B)(4) stems manufactured and released on (B)(4) 2014. Expiration date: 2018-11-30. No anomalies found related to the issue. To date, (B)(4) items of the lot have been sold without any similar problem. Clinical evaluation performed on 17 mar 2015 by the medical affairs director: it is possible that during primary operation a small fissure of the femoral bone was created and then, during rehabilitation, a misstep or other traumatic force created the acute fracture. The stem was perfectly centered and from the fluoroscopy it is not easy to determine if a fissure was present, although a minimum shadow can be discerned on the lateral distal aspect of the stem, but I cannot be sure of its meaning. Perhaps the postoperative xray, if taken, could provide more information. However, I do not see a product related problem originating from this case: femoral iatrogenic fractures are a complication of total hip arthroplasties and they are mentioned in all instruction sheets. The bone quality appears to be reasonably good to I would not expect further complications. No revision post-op x-rays are available; the report says the revision operation was carried out successfully.

Event description:
(B)(4).